Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurement of greater than 3,000 ohms and loss of capture (loc). The field representative questioned if this patient could undergo an magnetic resonance imaging (MRI). Technical services (ts) noted this would not be MRI approved due to the aforementioned issues. Additional information is being requested from the field. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurement of greater than 3,000 ohms and loss of capture (loc). The field representative questioned if this patient could undergo an magnetic resonance imaging (MRI). Technical services (ts) noted this would not be MRI approved due to the aforementioned issues. Additional information is being requested from the field. This ra lead remains in service. No adverse patient effects were reported. Additional information was received that this patient did not undergo the MRI, and no additional troubleshooting or intervention will be performed at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurement of greater than 3,000 ohms and loss of capture (loc). The field representative questioned if this patient could undergo an magnetic resonance imaging (MRI). Technical services (ts) noted this would not be MRI approved due to the aforementioned issues. Additional information is being requested from the field. This ra lead remains in service. No adverse patient effects were reported. Additional information was received that this patient did not undergo the MRI, and no additional troubleshooting or intervention will be performed at this time. Additional information was received that this patient was seen by the electrophysiologist team in which high out of range ra pace impedances in bipolar were observed. Low threshold measurements were observed in unipolar pacing mode was observed. An additional MRI might have occurred. It was questioned if this ra lead was fractured however the radiologist did not see any evidence of a fracture and no evidence of compromised device to ra lead integrity. Additional information is being requested from the field which noted this patient did not undergo the MRI, and the plan is to continue to monitor this ra lead as it is sensing appropriately in bipolar configuration, using automatic gain control (agc) and pacing appropriatly in unipolar pacing mode. No adverse patient effects were reported.